Manufacturer narrative:
Medwatch report (B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had inaccurate delivery. It was stated the fluid was set at 70 ml/hr and there was drips in the chamber; however, they were not aware how much was actually being delivered to the patient since the bag appeared to be very full. This occurred during therapy at (B)(6) hospital. There was no known patient injury or medical intervention associated with this event. No additional information is available.